Event description:
It was reported the catheter was being placed into the pt's right radial artery. During insertion, blood flash back was observed in the chamber, however, when advancing the guide wire resistance was met. The guide wire was withdrawn into the initial position and the angle of the needle lowered. On attempt to gently advance the guide wire, resistance was met and the wire was withdrawn into the initial position. The needle was then advanced slightly. Blood flow was again noted in the catheter chamber. The guide wire was again gently advanced and met with mild resistance. On attempt to withdraw the wire to the initial position, they noted a greater degree of effort was required. As a result, the needle and wire were withdrawn and they aborted the procedure. When the wire was withdrawn, it was necessary to hold the wire in the withdrawn position in order to remove the needle and guide wire from the artery. After removal, they noted the guide wire appeared to be frayed.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.